Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the middle of the pta savvy small vessel 2 x 10 balloon catheter was departed/separated from the shaft. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the middle of the pta savvy small vessel 2x10 balloon catheter was departed/separated from the shaft. There was no reported patient injury and the device was returned for analysis. No other information has been provided. (B)(4): one non sterile catheter pta savvy small vessel 2x10 was received coiled inside a plastic bag. The distal section of the balloon was separated from the rest of the catheter. No other anomalies were found. Sem results showed that the balloon external surface exhibited evidence of abrasions and elongations. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon separation was confirmed through failure analysis. With the limited information provided it is not possible to determine an exact cause for the event; however sem analysis results indicating abrasions and elongations suggest that there procedural and/or lesion characteristics that may have contributed to the reported incident. There is nothing in the device history report review or the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.